Event description:
A (B)(6) female admitted for laparoscopic rectopexy posterior by dr. (B)(6). Per the event report, "during the surgical procedure, ... Dr. (B)(6) noted that the teflon piece on the tip of the harmonic ace36e was peeling off. Product removed from the surgical field and replaced." There was no harm to the pt and the surgery was completed without incident. The instrument was given to the refurbishing vendor, stryker.